Event description:
It was reported that via remote transmission, an alert for non-sustained lead noise was received. Upon review, myopotential oversensing was suspected. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.